Event description:
During prep, the wire was unable to pass through the catheter due to a kink in the catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for catheter, catheter (per site reporter). Mfg notified by site.